Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a journal article that the patient underwent a cochlear implant surgical procedure between (B)(6) 1997 and (B)(6) 2011 and the suture was used to anchor the body of the implant. Following the procedure, fifteen days post-ci, the patient developed early-onset infection resulted from the stitch abscess. The suture ends were noted to be excessively long and were protruding through the cutaneous wound. Lengthy suture end was the culprit. The patient was initially treated by wound debridement and intra-venous antibiotics. When the infection got worse after forty-eight hours of intra-venous antibiotics, early explantation surgery was performed. As reported, this was based on the assumption that the risk of intra-cranial spread was high, given that the tissue tracts created during surgery may not have been completely sealed during the early postoperative period. It was also reported that stitch abscess was the commonest contributing factor leading to post-operative wound infection. The organism isolated from wound culture was staphylococcus aureus. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: product codes not available as these happened 4 years ago in previous hospital.